Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. The customer was informed to reset the pump. The customer acknowledged the instructions and declined further follow-up, stating they would reach out if further issues occurred. No additional action was required by technical support, and the case was closed.